Event description:
It was reported that the insulin gauge was inaccurate and that an occlusion alarm occurred. Customer loaded a new cartridge to resolve the issues. Customer¿s blood glucose level ranged from 279-280 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.